Event description:
The manufacturer became due to a caller's mother died which uses philips bipap device. The caller had the device and wants to know what to do with it. Was advised to either donate or dispose them. There was no report of medical intervention. No additional information can be requested at this time. Reportable since device issue/event has or may have caused or contributed to a death. This complaint is included in the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.